Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 days post implant of this 32mm tricuspid annuloplasty band, the patient died. The cause of death was not received. There was no evidence to suggest that the annuloplasty band or its function contributed to the patients death. It is unknown whether an autopsy was performed.